Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: toradol, ibuprofen, depo-provera, percocet, zofran and valium. Concurrent conditions included overweight and irregular menstrual cycle. Concomitant products included caffeine;paracetamol (excedrin), ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 and naproxen sodium (aleve). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/painful intercourse"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2017, the patient experienced general physical health deterioration ("suffering bodily impairment/degradation"), anxiety ("mental anguish/anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation") and deformity ("disfigurement"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (essure removed at (B)(6) 2020.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, weight increased, abdominal pain, back pain, general physical health deterioration, anxiety, anhedonia, emotional distress and deformity outcome was unknown. The reporter considered abdominal pain, anhedonia, anxiety, back pain, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, general physical health deterioration, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6). Approximate weight at time of essure placement: (B)(6). Discrepancy n date of birth (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, dysmenorrhea,pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received : case updated to serious incident from non serious incident. Removal date added. On 7-jul-2020: amendment: concomitant drug recoded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: toradol, ibuprofen, depo-provera, percocet, zofran and valium. Concurrent conditions included overweight and irregular menstrual cycle. Concomitant products included caffeine;paracetamol (excedrin), ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 and naproxen sodium (aleve). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/painful intercourse"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2017, the patient experienced general physical health deterioration ("suffering bodily impairment/degradation"), anxiety ("mental anguish/anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation") and deformity ("disfigurement"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (essure removed at (B)(6) 2020.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, weight increased, abdominal pain, back pain, general physical health deterioration, anxiety, anhedonia, emotional distress and deformity outcome was unknown. The reporter considered abdominal pain, anhedonia, anxiety, back pain, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, general physical health deterioration, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 185 lbs. Approximate weight at time of essure placement: 155 lbs. Discrepancy n date of birth (B)(6) 1964 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, dysmenorrhea,pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.